Manufacturer narrative:
D4: unique identifier (UDI) #: the UDI could not be provided as the serial number and di were not available. E1: initial reporter address: (B)(6). The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the power cord of an em2400 main module was frayed. The process step was not specified. The power cord was replaced to resolve the issue. There was no patient involvement. No additional information is available.